Manufacturer narrative:
A4-a6:unk; h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -7.0/1.0/098 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault is observed. Cause of the event is unknown.